Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Though the malfunction code was resettable, the patient was unable to perform a pump reset during the call and planned to follow up. No additional information was received regarding the outcome of the event.